Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 106 alarm at the end of therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to review the therapy with the initial drain alarm of 1ml, last fill of 0ml, total fill of 9609ml, total drain of 10952ml, total ultrafiltration(uf) of 1343ml, cycle 8 uf of 432ml, cycle 7 uf of 68ml, cycle 6 uf of 1284ml, cycle 5 uf of -114ml, cycle 4 uf of -112ml, cycle 3 uf of -149ml, cycle 2 uf of 99ml, and cycle 1 uf of -167ml. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv-adult (high drain volume 106). The cause was determined to be one or more cycles advances to next fill when slow/no flow occurred above the min drain volume threshold.